Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review, labeling review, device history record review and in house testing. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review for the complaint lot did not identify any issues. The search for similar complaints did not identify an increase in complaint activity for lot 78034ud00. A review of tracking and trending for the alinity I estradiol assay did not identify any trends related to the complaint issue. Accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no systemic issue or deficiency was identified for the alinity I estradiol, reagent lot number 78034ud00.

Event description:
The customer observed falsely depressed alinity I estradiol results for one 30 year old female patient undergoing ovulation induction. The following data was provided: sid (B)(6) initial estradiol result = 788 pg/ml repeat result >800 pg/ml repeat with automatic dilution result = 3795.18 pg/ml. No impact to patient management was reported.

Event description:
The customer observed falsely depressed alinity I estradiol results for one 30 year old female patient undergoing ovulation induction. The following data was provided: sid (B)(6) initial estradiol result = 788 pg/ml repeat result >800 pg/ml repeat with automatic dilution result = 3795.18 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available. This report is being filed on an international product, list number 07p50 that has a similar product distributed in the us, list number 07p50, which is 510k exempt.